Event description:
Patient presented to physician with electrical sensation and pain in their tongue when using therapy. Physician brought the patient into the or and replaced the sensing lead to address the issue and restore therapy.